Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 36836-evh pms- may 2024, where they commented "when harvesting radial artery use of the c ring can sometimes bruise the vessel if manipulate too much", when asked about the harvesting tool hemopro 2 (vh-4000) the cannula¿s c-ring allows for atraumatic manipulation of the main vessel away from the harvesting tool jaws/bipolar electrodes.

Manufacturer narrative:
Trackwise ID#: (B)(4). No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.

Event description:
N/a.